Event description:
Implant loosening was reported for pt with a unicondylar knee implant. Revision surgery occurred.

Manufacturer narrative:
Implant loosening was reported for pt with a unicondylar knee implant. Revision surgery occurred. Device serial number and model number are unk. Device was not returned for investigation. Investigation cannot be conducted.